Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a consumer via a device manufacturer representative regarding a patient receiving dilaudid (2 mg/ml at 0.17 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pain returned due to a kinked catheter. It was also noted the patient had felt weak for "the last week" before the revision. Aspiration of the catheter was attempted and no flow was obtained. A catheter revision was performed on (B)(6) 2018 and 38 cm of the distal portion of the catheter that was causing the obstruction was removed. Cerebrospinal fluid flow was regained and the remaining catheter was reattached to the pump. The removed portion was discarded by the hcp. The patient's weight was provided. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.